Manufacturer narrative:
H10/11: the biomedical engineer (bme) installed the replacement central processing unit (cpu) tray cover, and upon removing the old thumbwheel to replace it, the bme was not able to unscrew the thumbwheel. The bme tried multiple methods and believed that the threads inside the stand adapter kit screw were possibly dirty or corroded and would not allow unthreading. The bme ultimately had to use a dremel to cut the thumbwheel to remove it and found that the adapter plate kit needed to be ordered to complete the repair. Upon receiving the adapter plate, the bme disassembled and removed the old adapter, installed the new adapter, replaced and tightened the thumbwheels, and properly secured the device without any issues. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the retaining screw in the bottom cover tray was missing, and the device could not be secured to the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the retaining screw in the bottom cover tray was missing, and the device could not be secured to the stand. Per good faith effort (gfe) response received 09apr2025, the bme ultimately ordered and installed the replacement central processing unit (cpu) tray cover and u-stand thumbwheel for repair, and the bme verified that the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.